Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had a bent cannula/sensor. She also stated that she had issues with her sensor glucose and blood glucose readings. The customer could not recall her blood glucose. She stated that her sensor glucose was constantly inconsistent. The customer could not upload her data to carelink. She was advised to monitor the issue. No additional information provided.